Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received indicated that the patient was recommended for revision surgery because of intolerance to the prosthesis. Also, the patient experienced pain, functional limitation and increase in metal ion levels that led to the revision. Affected side was the right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : this hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : previous investigations that have included device history reviews since the asr platform was launched have shown no indication of deviations or anomalies with regard to material, manufacturing, or inspection. Therefore, no device history record (DHR) review for this individual asr component will be carried out at this point in time.

Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d4 (lot number, UDI and expiration date). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: d4 (catalog).

Manufacturer narrative:
(B)(4). No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. Initial reporter occupation: lawyer (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by na ccc that they have received complaint stating "since 2016, annual complaints have been made through its (B)(6), in which the explantation of the hip prosthesis was motivated by the lifting of metal ions in the patient's blood, presenting severe ailments and limitation". It was also indicated that this was an asr implants. Doi: (B)(6) 2009, dor: (B)(6) 2014, unknown affected side.